Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced three infusion sets fell off events during use on (B)(6) 2026, (B)(6) 2026. The infusion sets were used for two days and tweleve hours. Patient replaced infusion sets and resumed insulin deliveries successfully.